Event description:
It was reported that the ilet user experienced difficulty during a supply change when attempting to insert a cartridge while on the fill tubing screen, believing the pump had not fully rewound, and was found to be placing the cartridge with the rubber plunger facing outward instead of the metal cap. There were no reported adverse clinical effects. Outcomes included successful troubleshooting and education with no alerts or alarms and no need for medical intervention. Investigation included technical support review and user guidance over the phone. Investigation of this case revealed user error in supply change steps and incorrect cartridge orientation, with the pump and infusion set components operating as intended once instructed. It was concluded, based on previously established findings for similar reports, that the cause was user error during supply change.